Event description:
Hand piece was screeching during the case. A second hand piece was used to complete the case with no patient consequence. After the case, the screeching noise was verified with a torqued test tip.